Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 170 mg/dl. The customer changed the supplies on the pump and the infusion set site. A bolus of insulin was delivered via the pump to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to possibly be within the cartridge.